Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and motor error. Customer's blood glucose level was 121 mg/dl. The buttons were unresponsive. The time on the screen did not advance. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. Pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.